Manufacturer narrative:
The returned sensor was evaluated. Eeprom content verification did not identify any issues. The sensor failed visual inspection due to a broken latch on the m15 connector. The unit failed continuity testing due to an open connection on the diode 10 at the solder joint assembly. The reported issue was confirmed. When the sensor was connected to a masimo monitoring device, the device was able to generate a "replace sensor" error message. Initial reporter zip code exceeded the maximum number of allowable digits, zip code is as follows (B)(6).

Event description:
The customer reported it could get the value at first, however the sensor could no longer blink or obtain values during the monitoring. No patient impact or consequences were reported.